Manufacturer narrative:
Based on the post market surveillance and investigation conducted under CAPA: tw2134012 external excessive force must first compromise side rail integrity prior to breaking it. Based on provided information and the fact that bed was inspected (quality control check) day prior to the incident, the most likely scenario is that the side rail detachment (all 4 screws ripped off) was caused by patient pulling on the side rail to support their weight. According to citadel plus instruction for use (IFU (831.374-en rev.11): operation of side rails should be checked daily by care giver. "Warning: failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help prevent accidents. To sum up, arjo device failed to meet its specification since side rail detached. The involved patient was not injured. This complaint was assessed as reportable due to patient fall caused by side rail detachment.

Event description:
Arjo was informed about patient fall from citadel plus bed. Customer claimed that the patient was assisted off the bed by physical therapist, patient had a hand placed on the left side rail, side rail gave way which caused patient to fall. Based on photographic evidence, side rail was fully detached, all 4 screws responsible for holding the metal plate and plastic panel were ripped off. Side rail was replaced by repair¿s technician. There was no injury reported.